Event description:
It was reported that during post cardioversion follow-up, elevated capture threshold was observed. The device was reprogrammed and the patient was stable in stable condition afterward.